Event description:
On (B)(6) 2012, reporter claimed the patient's blood glucose has been erratic ranging from 40 to 400 mg/dl for a week. The patient reportedly was admitted to the hospital for dehydration on (B)(6) 2012. According to the reporter, she does not believe the issue is with the insulin pump but rather the blood glucose meter. Reportedly, the meter always is 50-60 points different from the hospital meter. The patient had symptoms described as 'frequent urination, increased hunger, and irritability' at the time of concern. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient had symptoms that can be suggestive of hyperglycemia and required medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).